Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.8-13.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.0-11.5cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
This report is to adverse of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.